Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2301014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation, no defects were observed on the needle and the stylet could be removed from the spinal needle without issue. Product undergoes a series of testing and inspections throughout the manufacturing process the ensure the quality and functionality of the device, including verification the needle is free from damage or defects and all critical dimensions are within specification. All inspections for lot 2301014 were completed according to procedure, no annotations were noted related to the reported incident. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd¿ quincke spinal needle broke off during use. The following information was provided by the initial reporter: "the needles... Break. The needles they are carrying lately... Break more easily with the consequence that a pregnant woman has to be pricked in the back more than once."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ quincke spinal needle broke off during use. The following information was provided by the initial reporter: "the needles break. The needles they are carrying lately break more easily with the consequence that a pregnant woman has to be pricked in the back more than once."